Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-may-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the pyxis machines on the bd server were not online. The technical support specialist dialed into the station and assisted the customer side health information technology team to resolve this issue. The system functioned as intended after the technical support specialist investigated the device.

Event description:
It was reported by the customer that a bd pyxis¿ anesthesia station es machines on the server was not online. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.